Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to pain and inconvenience. A new spectra penile prosthesis consisting of 9.5 mm x 16 cm cylinders were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the location of the pain was at the both side of the tip and near tissue.

Manufacturer narrative:
D4: model number/catalog number: 72404310, serial number: (B)(4), batch/lot number: 1000119768, gtin: (B)(4), description pump: ms, expiration date: 06/19/2023. H4: manufacturer date: 06/20/2018. D4 model number/catalog number: 72404161, serial number: (B)(4), batch/lot number: 1000118628, gtin: (B)(4), model/catalog description reservoir: 65ml pc, expiration date: 06/19/2023. H4: manufacturer date: 06/20/2018. H3: device evaluation. The ams 700 cylinders were visually inspected and functionally tested. There was a leak in one cylinder that was a result of tool damage consistent with explant damage. Due to this damage being a result of explant it will be considered a secondary failure, and therefore will not be considered a product malfunction. The other cylinder performed within specification. The ams 700 reservoir was visually inspected and functionally tested. There were multiple leaks in the reservoir tubing and adapter that were the result of sharp/tool instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure; there was no confirmed device malfunction. The ams 700 ms pump was visually and functionally tested. No leaks were found. The pump was functionally tested. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. The pump also failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The allegation of patient dissatisfaction and pain could not be confirmed.

Manufacturer narrative:
Model number/catalog number 72404310, serial number (B)(4), batch/lot number 1000119768, gtin (B)(4), description pump ms, expiration date 06/19/2023. Manufacturer date 06/20/2018. Model number/catalog number 72404161, serial number (B)(4), batch/lot number 1000118628, gtin (B)(4), model/catalog description reservoir 65ml pc, expiration date 06/19/2023. Manufacturer date 06/20/2018.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to pain and inconvenience. A new spectra penile prosthesis consisting of 9.5 mm x 16 cm cylinders were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the location of the pain was at the both side of the tip and near tissue.